Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with a sensor and serter. The sensor split/separated apart. The customer experienced a low blood glucose level of 47 mg/dl. She had orange juice and breakfast to treat her low blood glucose level. The device was not returned.